Event description:
A request was received by a third party distributor from the therapeutic goods administration (tga) in (B)(6) for additional info on a device incident report involving a candela product. It was reported that the product injured a pt during treatment. The unit was originally mfg by candela, but was shipped to a third party distributor that has no affiliation with candela.

Manufacturer narrative:
The investigation into the device incident report by the tga was completed on (B)(4) 2013. The product device history record and service history were reviewed (B)(4) 2013 with no issues found. There have been no other complaints received for this serial number. This device was not supplied by candela and we cannot confirm whether the operator received the necessary training required to use this device, which is offered when candela supplies the device. The device has not been maintained or serviced by trained candela service personnel, therefore, it cannot be confirmed if the device is being maintained and serviced to meet current candela specifications.